Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the screen was flickering", could not be confirmed. The customer complaint could not be confirmed, the related appearance and function of the device complies with the currently valid specifications. No faults or deviations in relation to the reported error can be found on the item. The additional determined issues, shown in the product investigation, are independent from the reported failure of the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when tested the new 11101hdk scope that arrived with the tp101, the screen was flickering and giving me a grainy image. The scope is brand new and I tested it on another tp101 that the customer had there in office and the image was perfect. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).